Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mh2346 number, and no non-conformances related to the reported complaint condition were identified.¿ additional information was requested and the following was obtained: what tissue type and location of the suture placement? ¿ the location is the fascia, following pfannenstiel incision. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased ¿ tissue's condition was well, to diabetes, no pus. Was there any precipitating stress factor for the sutures breakage?- no. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? - no. Other relevant patient history/concomitant medications - no. What is physician¿s opinion as to the etiology of or contributing factors to this event? ¿ there are no contributing factors.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The suture was used on the fascia with a continuous suturing technique. The patient experienced pain on (B)(6) 2019 and examination showed a full eventration of the fascia layer with bowels popping out. A re-laparotomy was performed on (B)(6) 2019 and the surgeon noted that the suture was torn in the middle, while the knots were intact. The fascia was re-sutured with a different suture with a middle knot. It was reported that the patient did not cough during the post-section recovery. The patient¿s condition is reported as well and discharged (B)(6) 2019. Additional information has been requested.